Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the recirculation pump loop tubing detached from the pto during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit returned was requested; however, the customer had discarded the kit. The customer returned the smart card and photographs for evaluation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction, pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n127 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n127 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs and smart card is still in process. A final report will be filed when the analysis is complete. (B)(4), on (B)(6) 2025.

Manufacturer narrative:
Photographs and the smart card were returned for evaluation. The complaint kit was not returned for evaluation. Examination of the smart card data showed that the treatment was aborted after 1523ml of whole blood had been processed. The customer provided multiple photographs of the pump tubing organizer (pto) for evaluation. Review of the photographs confirm a blood leak inside the pto. Further evaluation showed that the recirculation pump loop had disconnected from the t-port. A potential cause of the tubing detaching from the pto is due to an insufficient bond between the tubing and t-connector bond joint; however, this could not be verified based on the photographs provided. A material trace of the tubing and its components used to build lot n127 found no related non-conformance. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The reported pto leak is verified based on the photographs provided; however, a definitive root cause for the leak could not be determined based on the available information. (B)(4) 10 apr 2025.